Event description:
It was reported that the pt's pump was explanted on (B)(6) 2011. A rotor study on the pump was performed and it was determined based on the study that the pump was not working properly. There was also a volume discrepancy. No pt injury was reported. The pt recovered without sequelae. The drug used in the pump at the time of the event was hydromorphone.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the health care provider (hcp) was updating the pump with 20 milliliters (ml) and 2 ml low reservoir volume and the pump was showing the low reservoir alarm date of (B)(6) 2011. The hcp updated the pump again a second time and the low reservoir alarm date remained set to (B)(6) 2011. The hcp then tried setting the reservoir volume to 15 ml and a low reservoir alarm volume of 1ml however, the low reservoir alarm date still showed (B)(6) 2011. The hcp was continuing on in the same session this whole time and it was recommended that the hcp turn of programmer and start a new session and then program the pump to 20ml reservoir volume and 2 ml low reservoir alarm volume. Updating with different aah/software cards produced the same results. The low reservoir alarm date would not move past (B)(6) 2011 and the low reservoir alarm would not clear. Low reservoir alarm date showed (B)(6) 2011 on th e programmer, but not on the session report after updating. There was no option to silence the alarm as the programmer showed the correct date when in the programming session but an update of the low reservoir alarm date did not seem to be occurring in the pump.

Manufacturer narrative:
(B)(4). Analysis further concluded that the cause of the pump update issue was undetermined.

Manufacturer narrative:
Final device analysis of the pump revealed an anomaly with the hybrid as well as a feedthru anomaly. The low reservoir alarm would occur even if the reservoir volume was updated. It was noted that when trying to update the pump using a clinician programmer, the message "infusion data invalid" was displayed. The pump passed dispensing testing. When removing the hybrid with the battery still intact a reset occurred. It was suspected that the reset may have cleared the issue but this was not confirmed. Destructive analysis revealed that the feedthru resistance measured was fluctuating below specification. One of the two feedthrus had significant white crystallized material across the insulating glass. More evidence of moisture was discovered by the discoloration of the metal rings surrounding the insulating glass of both feedthrus.